Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 175 mg/dl (advantage) and 84 mg/dl (aviva) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the advantage system. (B)(6).

Event description:
A puddle of urine was found under the foley bag. The urine meter bag was discovered to have a hole under the urimeter in the same place previously reported bags have developed a hole. The bag failed in same area as previously reported products.